Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose (bg) level was over 500mg/dl during these events. Bg level was addressed by delivering a correction bolus via the pump, consuming water, performing supply changes and administering manual injections. Supply changes were performed to address the occlusions.